Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The company representative (rep) reported high impedances were registered after implantable neurostimulator (ins)replacement for battery exhaustion. The out of range high impedances were: c<(>&<)>8 5576, c<(>&<)>9 5420, c<(>&<)>10 5884, c<(>&<)>11 6598, 8 <(>&<)>11 4835. The device settings were: l stn 3.0ma, 60us, 130 hz, 2.742v, 810ohms r stn: 2.0 ma, 60us, 130 hz, 7.041v, 3347ohms l stn 3.0ma, 60us, 130 hz, 2.758v, 824ohms r stn 1.4ma, 60us, 130 hz, 5.177v, 3549ohms it was noted that the impedance measurements were not measured prior to ins replacement. The patient wasn't expecting the benefit he was expecting, but the results were very similar to what they used to be before replacement. It was unknown what led to this event. The patient did not experience any falls or trauma. Troubleshooting was performed, repeated impedance test. The issue was not resolved at the time of this report. The actions/interventions taken to resolve the issue was wait to see if it will naturally be solved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.